Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lavh-" english:procedure started well, although the vaginal wall was thick and tough. In the middle of the procedure the blade wouldn't cut anymore, tried to clean it but this did not help. The sealing was fine but there was no blade activity. Please replace because they needed to use a 2nd device to proceed the procedure. Additional info received on october 10 from sales: the blade didn't advanced anymore..the surgeon did pull the 'trigger' of the device but there was no action from the blade. It might be due to build up scar tissue, coagulum, ....but they've tried to clean it with a 10"by10" with saline, and no change." Original before translation: ingreep goed gestart, wel harde, dikke vaginale wand. In de helft v d ingreep wou het mes niet meer snijden,,wel,proberen te 'cleanen' maar het hielp niet. De sealing bleef goed, maar geen mesactiviteit. Graag vervangen, daar ze een 2e hebben opengedaan voor het verderzetten van de ingreep." Patient status- no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering noted eschar on the jaws and in the blade channel of the device. During functional testing, engineering performed a blade activation test by actuating the device on porcine tissue and confirmed that the device was able to successfully cut through the tissue consistently. The device was also taken apart and confirmed that the blade had no visible damage. The root cause of the event could not be determined as engineering was unable to replicate the event. Engineering confirmed that the device functioned as intended. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.